Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated intermittent catheter restriction alarms. It was noted that the patient had been transferred to (B)(6) center from (B)(6) center. Someone from (B)(6) had contacted the esp support group for the same issue, and the doctor was asking for other possible causes for the alarm. Doctor confirmed that the iab was in the correct position via x-ray, nor was the iab folded over. There was no visible sign of discoloration in the gas line tubing no restriction. Customer stated the patient was not moving leg to restrict the gas lumen, and there were no other alarms noted. Customer stated the iabp would work fine until it did not. Confirmed that the iab was zeroed, and waveforms were good when working properly. The level was good. It was suggested to swap out iabps which was done, then he informed me via text, nothing worked, and the iab was pulled. The iab was not saved. There was no patient harm or adverse event reported. This report is for the iab. A separate report has been submitted for the cadiosave iabp under mfg report number 2249723-2023-01826.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).